Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unknown procedure, there were broken jaws (blade). Completed with the same like product. There was no patient consequence.